Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information that this device had premature battery depletion. The health care professional (hcp) reported that this patient was seen a year ago and the device showed two years remaining longevity and a magnet rate of 90 pulse per minute. However, at the time of the call, the device showed it was at end of life (eol) five months after the last longevity was checked. Boston scientific technical services (ts) discussed that the magnet rate indicated and the displayed longevity were conflicting which could be due to the battery measurement being on the cusp of two different current bins and the programmer did not know where to put the longevity. Ts further explained that the magnet rate was the more accurate reading, and advised to replace the device so it can be analyzed. The right ventricular (rv) lead was also noted to have high pacing threshold measurements. The device was explanted and is expected to be returned for analysis. No additional adverse patient effects were reported.